Manufacturer narrative:
Patient data has been requested, however the hospital does not provide patient information.

Event description:
Customer reported that the unit cannot supply o2. Unit was in clinical use, no patient/user harm reported.

Manufacturer narrative:
Updated.